Event description:
The patient reportedly had skin irritation at the implant site. The doctor prescribed bactroban 2% ointment to treat the skin irritation. Additional magnets were removed from the headpiece at the last clinic visit. The patient is being monitored.